Manufacturer narrative:
Date sent: 12/08/2008. Damaged pawl pin. The analysis results found that one device was returned with the firing mechanism damaged and without reload present. The returned device was tested for functionality with a test reload. The firing mechanism slipped at the first actuation and then re-engaged the firing trigger. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device could not be fired at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the pt.